Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board and internal battery were replaced to address the issue.

Manufacturer narrative:
The manufacturer incorrectly reported the system board was replaced to address the "service required" codes found in the downloaded error log. The power management board was replaced to address the "service required" codes found in the downloaded error log.